Event description:
The customer reported that for a month their freestyle flash meter does not turn on when they pressed the "m" button; however, it does turn on when the test strip is inserted. The customer experienced numbness of the feet and was seen by their doctor. The customer was diagnosed with hyperglycemia and treated with gabapentin, metformin and glyburide. No new diagnosis of neuropathy was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, it was discovered that the customer did not recently change the batteries.